Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unexplained power interruptions were observed in the black box on the date of the reported no power to pump. The battery compartment was found to be cracked alongside of the pump and above the bumper pad. No damage was found to battery cap and the battery cap contact height and width were within specification. The battery cap was able to secure to the pump and maintain an electrical connection. The pump was able to be power on; however, during the duration testing, the pump lost power due to a shortened battery life. The electrical current draws were tested and found to be high. Corrosion was observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and moisture damage was found throughout pump; there was no other damage found to power circuit.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.